Manufacturer narrative:
Continuation of d10: product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 18-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (11.6 mg at 4.68713 mg/day), bupivacaine (11.6 mg at 4.68713 mg/day), and fentanyl (2000 mcg at 808.12569 mcg/day) via an implantable pump for unknown indications for use. It was reported that a catheter dye study was competed and the healthcare provider reported a notable amount of contrast present in lumbar spine. It was noted that it could be due to normal spread from the catheter tip or indicate a lumbar hole in catheter. The catheter was explanted/replaced resolving the issue.